Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported via manufacture representative that the operating device time was abnormally short. It was noted that the patient¿s device was explanted. There were no further complications reported or anticipated.